Event description:
The electric pen drive was running by itself; when the surgeon placed the device on the drape during surgery, the electric pen drive wold turn on without being touched. There was no reported harm to the pt or surgical staff. This is one of two reports for the same event.

Manufacturer narrative:
Additional info has been requested. Device is an instrument and is not implanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record is in the review process.